Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
The mother reported, her son had difficulty in breathing and took him to a hospital where he was reportedly diagnosed with dka (diabetic ketoacidosis), and treated with insulin and intravenous fluids. The mother also reported obtaining an adc meter reading of 102 mg/dl and comparing to the health care meter reading of 352 mg/dl. Additionally, the mother reported the meter was not retaining the correct date and time. There was no report of death or permanent impairment associated with this event.